Event description:
It was reported that a cartridge alarm occurred during insulin delivery. The customer experienced an elevated blood glucose (bg) level displayed as "high"; however, specific value was not provided. The customer administered a corrective bolus using the pump. A replacement pump was arranged by technical support, with customer switching to multiple daily injections as backup therapy.